Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt showing wires) has been confirmed. Upon eval, the trunk cable connector was missing from the belt. The cause for the missing connector cannot be positively identified but was likely the result of excessive force from the pt's fall. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he slipped, and noticed that his belt had come out of the monitor. The belt was now showing cords. The pt was issued a replacement electrode belt.